Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced vibratory alert and revealed the implantable cardioverter defibrillator exhibited backup vvi operation. The patient presented to the emergency room and the device was reprogrammed and restored successfully.